Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -10.0/1.0/091 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. Cause of the event is both unknown and a patient-related-factor. The problem was resolved.

Manufacturer narrative:
Claim# (B)(4).